Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It as reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) presented to the hospital with redness at the device incision site. The wound was leaking a purulent-looking fluid, and a sample was sent to the laboratory for culture. It was noted the patient had already experienced three device infections, two on the left side and one on the right side. Therefore, the physician re-evaluated the patient's need for crt-d therapy and observed a sensed EKG showed a narrowed qrs of less than 120 ms and sinus rhythm at 76 bpm. The crt-d was explanted due to infection and the patient passed screening for a subcutaneous implantable cardioverter defibrillator (s-ICD). No additional adverse patient effects were reported. The explanted device was not expected to be returned or analysis.